Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an episode of non sustained ventricular fibrillation. It was noted that the implantable cardioverter defibrillator exhibited loss of therapy due to secure sense and far field undersensing. Programming changes were discussed. No intervention was reported. The patient was stable.